Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include inability to urinate without having to catheterize. Patient claims to have infections all the time and cannot void all of her urine; feeling a lot of pain an discomfort. Painful intercourse.